Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device by the manufacturer's service technician, damage to the system board to bt board cable was observed. The device's system board to bt board cable and bt radio board were replaced to address the issue.